Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A diabetes therapy consultant reported via email of high blood glucose readings and damage on the insulin pump. The customer's blood glucose value was 440 mg/dl. The customer stated that his infusion set broke off the reservoir cap. The customer stated that he started to feel extremely terrible. The product was not returned for analysis.